Event description:
It was reported that they experienced difficulty when attempting to use the spring wire guide (swg) in the pt's right radial artery. The swg was placed through the 18 gauge radial arterial catheter in order to place the longer arterial catheter over the swg from the arterial line kit. After placing the 5-inch arterial catheter over the swg they attempted to remove the swg. While retrieving the swg, the proximal end stretched out and uncoiled making it difficult, if not impossible, to pull the wire out of the artery and cannula. As a result, both the swg and catheter were removed as one. A new arterial line was placed successfully. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.